Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a broken, oozing rash on back from lifevest equipment. It was reported that patient was in a skilled nursing facility. There is no indication that the lifevest caused or contributed to the facility placement. There was no alleged device malfunction contributing to the irritation. The nursing staff was made aware of the skin irritation however there is no indication that the patient received medical intervention for an injury caused by the lifevest. It was reported that the patient passed away. There is no indication that the lifevest caused or contributed to the patient's passing. Outcome of the skin irritation is unknown.